Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor was not communicating with transmitter and was experiencing sensor glucose versus blood glucose differences. Customer also received a sensor error alarm. Customer's blood glucose at the time of incident was unknown. Troubleshooting was performed but could not continue as customer was at work. Customer was not able to check connection bridge, upload to carelink and did not have test plug due to being at work. Customer's blood glucose at the time of call was 330 due to under correcting for food. Customer also reported of having low blood of 42 mg/dl without warning a few days prior to call due to pump adjustment and diet change.